Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed downstream occlusion (dso) alarms repeatedly. User complained about repeated downstream occlusion alarms, but the log shows repeated upstream occlusion uso alarms silenced; however, only one downstream occlusion is on the date recorded that occurred during an unspecified process step in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.